Manufacturer narrative:
(B)(4). A device history review, event history log review, and a service history review did not find any issues related to the reported problem. The homechoice underwent a visual inspection, and no physical damage was found. The homechouce underwent functional testing. An hour of therapy was performed, and the machine did emit a noticable noise. The reported condition of an electric shock could not be duplicated nor confirmed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Date of occurrence unknown.

Manufacturer narrative:
(B)(4). This complaint for a report of electric shock was not confirmed in the event history log review, nor duplicated during the sample evaluation. The root cause was undetermined. If additional relevant information is received a follow-up will be submitted.

Event description:
Baxter followed up with the patient regarding a different event, and she stated that on an unknown date she had experienced what she described as electric shock. The homechoice was making noise and her body was shaking. She was not touching the device, or any other device with an electrical charge, when she felt the shock. She was not wearing footwear. There were no leaking solution bags or moisture near the device, and there has benever been a spill of any type on the device. There were no defects noted to the power cord. The patient does not use a cheater adapter. The patient uses disinfectant wipes on the homechoice. There were no burn marks nor any other signs of injury. She stated that she did not notify anyone about this incident as it was "very mild". There was patient involvement, but no patient injury or medical intervention was reported.